Manufacturer narrative:
(B)(4) per the subsidiary site, the roller pump will not be returned for evaluation. Software data logs were received by the manufacturer on 29-jan-2016 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were multiple random stoppages of the sucker roller pump. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: the subsidiary site reported that a small 4" roller pump stopped a few times during a procedure. The pump was being used for suction. According to the information provided, the pump was not changed out and thus would have been able to be re-started. In review of the data logs, the pump did stop three times during the procedure and was able to be re-started each time. There were no error codes or indications of malfunction and in fact, it can't be ruled out the pump stopped due to user intervention (ie. Touched the stop button). The case was completed successfully, without delay and without associated blood loss. There was no harm reported.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis confirmed the pump was stopped three times on the date reported, but there was no indication of a malfunction. The pump was not returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.